Event description:
Acct. Reports issues with the rotating luer unscrewing from the set. States they tighten the luers down because they are being used on arterial lines and they are afraid the t-connectors will disconnect. State that the sets do loosen and actually fall off. States they are attaching the extension sets to abbott a-lines. No pt. Injuries reported at this time. States the t-connectors appear to connect to other lines. It is just the abbott transducer they have problems with.